Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. A drain attached to a reservoir was used at the inguinal area. On (B)(6) 2012, it was noted that the anti-reflux valve detached and fell into the reservoir. The reservoir was exchanged it for a new device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1116194: mfg date: 09/01/2011, exp date: 09/30/2016; batch j1116812: mfg date: 09/01/2011, exp date: 09/30/2016; batch j1115779: mfg date: 08/01/2011, exp date: 08/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and these batches met all finished goods release criteria.